Event description:
It was reported that a patient had their foot caught in between the mattress and the footboard as the head of the bed raised and the foot of the bed retracted. Allegedly, the patient had a rise in blood pressure as a result of the foot being caught.